Event description:
It was reported that a patient had a loss of stimulation and therapeutic effect and a patient had a revision. It was noted that the patient¿s doctor revised the paddle lead and moved the lead more to the left which provided stimulation down the lower left extremity to the foot. It was reported that in recovery the stimulation was turned on and the patient reported full coverage and full stimulation to the lower left extremity and a decrease in pain in the lower left extremity and foot. It was noted that diagnostic testing included impedance testing, x-rays and reprogramming. It was reported that impedance testing was within normal limits and reprogramming was attempted prior to the revision without improvement. It was noted that according to the doctor, in the x-rays it appeared that the lead may have moved slightly to the right, and this was corrected in surgery. It was reported that symptoms included less than 50 percent therapy relief in the lower left extremity and foot, and the patient status was noted as no injury.

Event description:
Follow up information reported that, per the physician, it was unable to confirm if the lead had migrated or if the lead placement was off. It was noted that the x-rays that were taken did not confirm any migration and/or lead placement issues. It was confirmed that it was the patient¿s loss of therapeutic effect that indicated the need for the surgery. During the surgery, it was observed that the lead had shifted to the left and that some scar tissue was removed. The patient had a ¿great¿ coverage intraoperatively and in recovery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3998, lot# j0414588v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n265480, implanted: (B)(6) 2011, product type: accessory. Product ID: 74002, lot# n269191, implanted: (B)(6) 2011, product type: adapter. (B)(4).